Event description:
The pt reportedly refuses to use her device. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing confirmed that the device is functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.